Event description:
The complaint alleged that during a diagnostic catherization, the catheter is kinking after it is inserted and then manipulated. There were no adverse patient effects and the doctor did not need to take any inteventinal action.